Event description:
It was reported to philips that the exposure was not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure which was delayed and completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely, confirmed that exposure was not possible, and identified application errors during the procedure. The image processing pc (ippc) memory issue occurred during the power on self-test (post), and the frontal-ippc memory issue occurred during a runtime error received via remote alert. The philips field service engineer (fse) inspected onsite and observed there was a moisture issue in the technical room. To resolve this issue, fse installed an oil-drying kit. The ippc memory issue reoccurred after a few days, where fse upgraded the ippc software and completed calibration to solve the issue. After which, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A exposure issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.